Event description:
It was reported that this lead dislodged. During an upgrade an attempt to reposition the lead was made. However, atrial dipole damage was discovered and the helix did not work. Lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection as well as an inspection of the provided clinical data. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the observed dislodgement. The insulation was found retracted from atrial dipole and conductor cables were found exposed at this location. These damages most likely occurred during the extraction procedure due to tensile stress. This finding is consistent with the result of the analysis of the fluoroscopic images where the presence of an externalized could be excluded in vivo. In addition, the lead body was found twisted and deformed. Based on the characteristics of these damages, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to a dislocated and most likely ingrown lead. This is supported by both the analysis of the provided fluoroscopic images, where a dislocated lead entangled in a figure of eight was visible in the right atrium and the analysis of clinical follow-up data where a series of failed rv threshold tests as early as 2020-jun-30 was reported. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.